Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to stiffness (right). Revision njr number: (B)(4). Primary asa p2- mild disease not incapacitating. Items not revised: advance primary femoral size 5 right nonporous - kftcnp5r, lot 1245. Advance ii cocr tibia base nonporous sz 5 standard - ktccnp50, lot 1245. Items not revised: advance primary femoral size 5 right nonporous - kftcnp5r lot 1245. Advance ii cocr tibia base nonporous sz 5 standard - ktccnp50 lot 1245.